Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) may have undersensed a few beats, during which ventricular tachycardia began to occur but was represented as fibrillation (vf) on the electrocardiogram strip. At this point, the device had started charging, so the beats only had to be above the lowest rate cutoff (rco) to be fast and continue to charge. It was confirmed that detection/delivery of therapy was not delayed in this episode. However, the patient was noted as having had syncope which may have been the result of device programming.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If new information becomes available, this report will be further evaluated and updated.